Event description:
Patient was undergoing breast exam, via ultrasound, in preparation for a biopsy when the patient was subjected to a high temperature that resulted in a burn. A physician treated the patient for her burn. The burn was described as having the size and shape of the face of the transducer and involved blistering, oozing and eventual sloughing off of the skin. The user believes that the temperature of the ultrasound gel caused or significantly contributed to the injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.